Event description:
The complainant has reported that a pt (age and gender unknown) underwent a therapeutic for treatment within the common bile duct. The tungsten coating on the tip of the jagwire detached when a catheter was advanced along the guidewire. The detached tip was noted to be approximately 4cm in length. The tip remained in the pt. This medwatch report is being submitted as it is unclear from current info if it was just the coating of the guidewire or if there was a break and detachment of the corewire of the device. A subsequent choledocho-jejunostomy procedure, which was planned prior to the issue with the guidewire, was performed 20 days later. The detached tip of the guidewire was not removed at this time. The dr elected to wait until it was eliminated naturally. After the procedure, the pt condition was reported to be fine.